Manufacturer narrative:
Investigation: visual inspection revealed that the cutter had not been actuated. When the green cap was removed, it was observed that the needle was bent. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "aortic cutter was not parallel" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, it was noticed that the heartstring iii aortic cutter was not parallel (off center). This was noticed out of box. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.